Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device worked perfectly before it was actually implanted. The patient stated that it had been 2 years and she could not get it to work as well as it initially did and she had tried the different programs and levels. The patient asked how could she get it adjusted. The patient also noted that she was able to get it to work the way it did and the stimulation was uncomfortable. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient didn't know why it was not working as well as it did. The patient stated that when the device was outside of her body and she was trying it for a few days it was perfect, after it was implanted it wasn't so good. The patient also noted that she tried all the different programs at all the levels that were tolerable and she couldn't find the right one that worked and was still comfortable. There were no further symptoms or complications reported or anticipated.